Event description:
Device 2 of 4. Reference MFR reports: 1627487-2010-03093, 1627487-2010-03095, and 1627487-2010-03096. The pt received his scs system, including an ipg, two anchors (of the same lot) and two percutaneous leads, on (B)(6) 2009. The pt reported an itching sensation inside the ipg implant site. The pt is currently being treated orally with prescription strength benadryl, as well as, a topical cortisone cream. The system remains implanted. F/u found that the pt continues to work with his physician to identify a possible allergy.

Manufacturer narrative:
Method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.